Event description:
Yufu reports: the object like dust was found to come from inside of the syringe during injection. They checked the route of the contamination, and they suspected the syringe may be. As the dust is big enough to find easily, they could stop injection before serious problem occurs.

Manufacturer narrative:
Device history record does not have evidence of any abnormal conditions within the manufacturing process. None of the 20 inspected units showed the complaint condition reported, upon these results the product was released for distribution. Conclusions: upon visual inspection of sample received the customer complaint was confirmed. Corrective actions: actions were taken to prevent the foreign objects in product or its package. Reinforce the 6s program in manufacturing area, which consists on daily cleaning routines by our manufacturing personnel during shift transitions. Material handling practices were changed to prevent the adhesion of foreign particles to components such as the roll stock which is the raw material for the syringe tray. Sticky mats were installed in the entrance door of the manufacturing area to collect the dust from the personnel shoes before they get into the assembly area. Gowning practices were reviewed with all l f assembly line personnel to reinforce its correct application which include the adequate use and replacement of head covers.